Event description:
Physio-control evaluated the device and found that it would not remain powered on and lost power on its own. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.